Manufacturer narrative:
Baxter is in the process of inspecting the envella bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that envella bed CPR function was not operative. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the CPR actuator not being responsive. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, scale, bed exit, surface functions, CPR, pendant controls, foot control, etc. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on january 31, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR actuator to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that envella bed CPR function was not operative. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.